Event description:
It was reported that about ten days after the customer started to use the trach tube, when the customer attempted to perform a suction through the product, the suction line connector became detached. No patient injury. No other information was provided.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One used decontaminated sample was received for investigation without its original packaging. Under visual inspection, it was noticed that the suction connector is disconnected from suction aid. The returned sample was visually inspected normal conditions of illumination according to site visual inspection procedure. It was observed that the suction line was detached and a lack of solvent was detected; thus, the failure mode reported is confirmed. The occurrence of this failure condition could be caused by not enough tetrahydrofuran solvent at joint. Awareness notification was made to production personnel in order to explain the importance to adherence in following in the procedure.